Event description:
It was reported that the "fiber cap blew off of fiber after 4 mins 45 secs of lasering, at 20,910 joules at 80 watts." The cap detached inside the pt. It was not found; however, dr stated she though it came out in the drain basket. The procedure was completed with another fiber. The outcome was reported as "the pt was not harmed and rec'd a good outcome."